Manufacturer narrative:
Insulin pump passed the displacement test. Motor error alarm during basic occlusion test due to loose /flush drive support disk. The motor was tested outside of the device and passed. Unable to verify motion sensor test failure alarms due to motor error. Insulin pump received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm. Customer cleared the alarm and reset the time, then the device alarmed a motion sensor test failure alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.